Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0hkj5, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a stage 1 patient experienced suspected infection vs severe latex allergy that was not expressed by the patient prior to stage 1 procedure. Lead was removed (explanted-complete on (B)(6) 2014) and antibiotic course was treatment; follow up for full implant replacement tbd (to be determined). Symptoms included: allergic reaction - possible latex allergy that was not expressed to the hospital prior to implant and unknown type of infection. No culture was taken. Pain and redness were noted. Redness/swelling at dressing site was noted. Location of symptom was the device pocket. Patient status at time of reporting was noted as alive - no injury. Additional information received noted that regarding if the patient had meningitis, it was noted: unknown, info n/a. It was noted that it was not confidently determined if redness/swelling were symptoms of an alleged allergic reaction to latex/dressing or a symptom of infection. It was also noted: (suspect infection) peripheral redness at exit site that seemed to correspond to perimeter of dressing (ie) where tape was affixed to skin; this primary area of redness and swelling seemed to migrate to pocket. Regarding if the allergic reaction was confirmed, it was noted: (now) documented in patient's chart. The treatment was antibiotics. Regarding if the patient was scheduled for a replacement, it was noted: reschedule yet tbd (to be determined). Patient outcome was noted as tbd. If additional information is received, a follow up report will be sent.